Event description:
The customer stated that her blood glucose readings had been higher than usual. She tested her blood glucose and received a reading of 208 mg/dl using her contour meter. She retested using another meter and received a reading of 106 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.